Event description:
It was reported the patient has an infection at the ipg site. As a result, the patient was prescribed an oral antibiotic and instructed to wash and keep the ipg site clean. At the pt's follow up visit, the physician ordered blood work and prescribed another antibiotic.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.